Event description:
It was reported that during implant procedure, a resistance occurred at entry and lead improved at atrium. Lead opened twice at right atrium but due to no unreliable values, screw tried to be taken in. After second try, the physician observed that screw has no function and decided to open a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant.